Manufacturer narrative:
Event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves) and oversensing due to emi (electromagnetic interference)/noise. Occasional ffrw oversensing observed on stored atrial lead electrograms. Periodic noise consistent with emi observed on stored atrial lead electrograms leading to oversensing. Concomitant product: 694765 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing of noise. A lead fracture was suspected. Additionally, the atrial lead exhibited far field r-wave (ffrw) oversensing. The rv lead was explanted and replaced, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.